Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was unable to capture, even at maximum output. No sensing of the rv was occurring either. The lead was explanted and replaced. No patient complications have been reported as a result of this event.